Manufacturer narrative:
(B)(4). D10: 00588001502, fem size e right, lot# 65577833. 00599003523, ng 15mm dist only fem augm sze, lot# 64574554. 00599003524, 20mm distal only fem aug sz e, lot# 63251030. 00598802011, 11mm dia 100mm length offset stem ext 145mm, lot# 63988012. 00588005012, 12mm height size e articular surface with hinge post, lot# 65532680. 00801102024, allen medullary cement plugs 1- 24mm dia, flange/12 mm dia, lot# 65626531. G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for femoral loosening two years, three months post implantation. Attempts have been made and no additional information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Corrected: d6b, h6 (component code). No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.